Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using a prostyle device using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. The first prostyle device was deployed and replaced as intended. Reportedly, during use of the second prostyle, a cuff miss [suture retrieval issue] occurred since the plunger was not depressed completely. A third new prostyle device was used; however, another cuff miss occurred due to the heavy calcification. A fourth prostyle device was deployed and pre-placed at 9 o¿clock without issues. The sheath was upsized to a 16f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017: failure to follow steps / instructions. The additional device referenced in b5 are filed under separate medwatch report number.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user error. In this case, the plunger was not fully depressed against the handle. It was reported the device plunger was not fully depressed against the handle prior to pulling the plunger. It should be noted that the electronic perclose prostyle instructions for use (eifu), states; ¿depress the plunger with the right thumb (in the arrow direction marked 2) until the black collar on the plunger meets the blue body to deploy the needles. In addition to the visual confirmation, an audible ¿click¿ should be heard to confirm needle engagement.¿ the IFU violation likely contributed to the event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.